Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ad47. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60b cartridge loaded on the device. The cartridge was received unfired, with the cartridge pan partially dislodged from left side. In addition, 9 double drivers and 1 single driver missing. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the device fired 4 times successfully. 5th reload was loaded and closing trigger closed. Firing trigger pressed and immediately stopped / locked. Not determined if knife blade reverse was used. Manual override was used to release. No patient consequence.